Event description:
It has been reported to us that upon removal of catheter, the catheter got stuck and could not be removed. The wire was protruded from the shaft of the catheter. Physician cut the catheter, inserted a 10f sheath to remove the catheter. There was no pt injury and the sample will be returned for our analysis.

Manufacturer narrative:
Evaluation is not yet completed.